Event description:
It was reported when using the pyxis medstation es system had patient orders were missing from an account and the account was not visible. The customer indicated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A senior integration engineer provided customer interface feedback on patient example they were looking into. Patient was already purged from pyxis es and message retention on the cce only holds 14 days of messages, so they were not able to identify the issue. The system functioned as intended after the senior integration engineer troubleshooted the device.